Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents from the reported lot that would have contributed to this event. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related due to patients moderate bi-leaflet prolapse and calcification near grasping area. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After the first clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Three additional clips were implanted to stabilize the slda, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.